Event description:
During the typical afl procedure using rf, output issues resulted in a procedural delay. The system showed a major shift. The ECG cable, navlink, and genconnect cable were replaced with no resolution. The grounding source, power cables and power source were replaced but the issue persisted. The ECG cables, the rf patch place and the rf patch cable were replaced, but the issue was not resolved. The ampere-amplifier cable and the ampere were exchanged but the issue was still not resolved. The box cable and the catheter from tacticath to therapy ablation catheter were exchanged with no resolution. Exchanging the ensite velocity amplifier resolved the issue. There were no patient consequences.